Manufacturer narrative:
The reported event for low impedances was not confirmed. The extension was received cut but complete. The extension was returned cut due to the explant procedure. Microscopic inspection of the extension segments did not identify any fractures. No opens were observed in the extension segments while performing an end to end continuity test. Also, electrode to electrode isolation resistance testing on all the channels showed there were no electrical shorts.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the extension and ipg had low impedances. In turn surgical intervention was undertaken wherein the extension was explanted and replaced. When removing the extension from the header, fluid was present in the header. The ipg was also explanted and replaced to address the issue.